Event description:
The patient reported he has frequently gotten insulin inside the cartridge compartment of his infusion device when changing his cartridge. He stated he does not attach the adapter and infusion set tubing to the cartridge before inserting them in the device. The patient was advised to do so. He stated he received an e6 (mechanical error) message on the device and it is making an unusual grinding noise when he changes the cartridge. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.